Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple alarms. Customer declined troubleshooting for the alarms. Blood glucose level at the time of the incident was 345 mg/dl. Blood glucose at the time of the call was 339 mg/dl. The customer treated the high readings with manual injections and bolus with the insulin pump. Customer performed troubleshooting for the high blood glucose but unable to do high pressure test as there was no clamp available. The insulin pump would not be returned for analysis.